Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported complaint of error codes was confirmed. The pre-repair evaluation found the error code noting parts that needed to be replaced. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from (B)(6), stating the device had an error code. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.